Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, as the physician was tensioning the sling, the altis sling mesh tore at the suture on dynamic end. A new altis was used successfully to complete the procedure.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, as the physician was tensioning the sling, the altis sling mesh tore at the suture on dynamic end. A new altis was used successfully to complete the procedure.